Manufacturer narrative:
The reported field events of inappropriate therapy and backup vvi were not confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the system was explanted on (B)(6) 2020. The physician conducted tests and determined the patient did not need the implantable cardioverter defibrillator anymore. The patient elected to explant the system to avoid inappropriate shock therapy in the future. A loop recorder was implanted to monitor the patient. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks from the implantable cardioverter defibrillator. A magnet was applied to the device to prevent further shocks. Upon interrogation, it was noted that the device was in backup vvi mode so it is unknown what caused the inappropriate shocks. The device was restored successfully and programming changes were made. The patient was in stable condition.